Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Insufficient information was received for review with a clinical consultant. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. The reported event regarding infection involving a trident liner was not confirmed.

Event description:
Postoperative diagnosis: patient underwent primary tha, then two additional revisions for infection.

Event description:
Postoperative diagnosis: patient underwent primary tha, then two additional revisions for infection.

Manufacturer narrative:
The following other hip devices were also listed in this report: delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 44802301; trident psl ha cluster 54mm; cat# 542-11-54f; lot# mmlhl4; size 5 accolade ii 132 deg; cat# 6720-0535; lot# 44206302. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.